Event description:
Event: pt reported symptoms stayed the same 1 course of corticosteroids. Not at all affecting quality of life, and was hospitalized on (B)(6) 2024 due to lead broke off defibrillator for her heart. On (B)(6) 2024 due to lead broke off defibrillator for her heart. Inject 2 syringes under the skin (subcutaneous injection) every four weeks.